Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth. Tears measured from 0.076¿ to 0.405" in length. There were no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Additional information can be found in the following fields: d4, h4 and h10. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the 1st mcs tip cover accessory that was found to be torn and a fragment fell inside the patient and was retrieved. Refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the 2nd mcs tip cover accessory that was found to be torn. Refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the 3rd mcs tip cover accessory that was found to be torn.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting there was energy leak and the tip cover was torn at the instrument wrist, an investigation is in progress. An RMA was issued to the customer requesting to have the tip cover accessory returned. Additional information is being gathered to determine the contribution of the product to the customer reported issue. A follow-up MDR will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon felt that the energy transferred to the monopolar curved scissors (mcs) instrument was weak, so he increased the coagulation power from 3 to 4, but it was still weak. Hemostasis was achieved when the mcs instrument was used in the bleeding area; however, a piece from the tip cover fell into the patient¿s cavity. The customer removed the instrument from the patient and found the tip cover was torn at the instrument wrist. The customer replaced the instrument and the tip cover immediately to continue the procedure, but the issue reoccurred two more times. The procedure was completed with a backup instrument of same kind without further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument, tip cover, and cannula were inspected prior to use with no abnormality. The pin gauge was used to inspect the cannula. During the procedure, the surgeon believed that there was energy leak. The tip cover was burned after using for 15 minutes. The customer confirmed only one tip cover had a piece fell off and the other two tip covers were torn, but not fell off. The fragment was retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The bleeding was expected as part of the procedure and there was only a small amount of blood loss. No intra-operative or post-operative complications occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no damage to the mcs instrument after the event occurred. Additionally, upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The maryland bipolar forceps was in used and the mcs instrument tip(s) was in contact with tissue when cauterizing. The mcs tip cover accessory appeared to be properly installed without orange surface visible. No electrolube or other lubricant was applied to the mcs instrument. The customer used the installation tool, but not the grounding pad and set the monopolar coagulation on the generator as 3 for cutting and 3 for coagulating. The customer did not connect the monopolar cord to a bipolar instrument. The instrument tips did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue. The instrument was not removed at any time. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.